Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under "warnings", it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components".

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2010. Subsequently, patient was revised on (B)(6), 2011, due to malalignment of the patella button. The 31mm patella button was replaced with a size 34mm patella button.